Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station spicu_cci drawer 5.2 not detected on the bus and customer tried to reboot the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 was not detected on the bus. A field service engineer accessed the storage space configurations and found no cubies were visible in drawer 5.2. Logging into hardware test application (hta) and reviewing the half-height drawer confirmed the cubies were present. All device and cubie firmware versions were verified as correct. After confirmation, the station was restarted. The system functioned as intended after the field service engineer investigated the device.